Event description:
Procedure: trans urethral ablation of the prostate. After rf ablation of last lesion, the needles would not retract back into the sheath. The needles punctured through the urethra into the prostate at nearly 90 degree angle and removal of the device could not be accomplished with needles deployed. Dr proceeded to attempt to retract the needles, but they would not retract. The practitioner then removed part of the plastic handle and retracted the needles manually.